Event description:
Caller reported a malfunction on the pump, identified as malfunction code 16. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent and advised the caller on programming and storage procedures. The customer was instructed to use multiple daily injections as a backup therapy and to return the old pump within ten days to avoid charges.